Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the suture broke. A flexima apdl was selected for use. During procedure outside patient, before the device was inserted to the patient, it was noted that the suture snapped while the physician was trying to straighten the tip of the device. The procedure was completed with a different device. No patient complications were reported.